Event description:
It was reported that during a da vinci hysterectomy procedure, some kind of little wire was stretched out and sticking out in a loop, right at the tip at the end of the tenaculum forceps instrument jaw, which is used to control the jaws. The instrument was replaced with another one and the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The housing was removed to find the pitch cable broken at the idler pulley. As a result, the pitch cable was sticking out at the tip. Additionally, the back idler pulleys exhibited an orange colored residue. Failure analysis concluded the damage was likely due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.